Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had poor technique because the patient was "new to the program". Peritonitis was manifested by back pain. On the day of onset, the patient was hospitalized for the bacterial peritonitis. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported), cipro (route, dosage, frequency, and duration not reported), and ancef (cefazolin) (route, dosage, frequency, and duration not reported) for the bacterial peritonitis. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis, but it was not reported if the patient was recovered or was recovering from the manifestation of back pain. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.